Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device per884, and no non-conformances were identified. Additional h3 device evaluation summary (photo): three pictures were returned for analysis. Upon visual inspection of the pictures, a carboard box of the product code sxpp1b412, lot # per884 could be observed in each picture, no broken sutures were noted, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The cause could not be determined and no further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a knee procedure on (B)(6) 2020 and barbed suture was used. The suture broke during the procedure. Surgery was prolonged by 5 minutes. Started over with same suture three times and it broke again. Changed to a different suture type which worked fine. There were no adverse patient consequences reported.